Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the patient recovered fully and did not have any replacements prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices image evaluation completed on aug 25, 2023: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not require. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: breast pain, symptomatic rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 405cc silicone prosthesis experienced bilateral breast pain and bilateral symptomatic ruptures post procedure. The issue of rupture was discovered during the surgery. As a result, patient underwent bilateral removal on august 16, 2023. This report relates to the right side.